Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient had a pump revision surgery because the pump had "sunk in". The surgery to repair the issue was in (B)(6) 2015. The onset date of the event, clarification regarding the pump sinking, patient symptoms, troubleshooting performed and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.